Event description:
The pump was removed because the patient was having "severe problems¿. For the ¿first little while it was alright¿, but then she started to have "a lot of mechanical issues, like overdose or underdose"and she started "having seizures all of a sudden.¿ in (B)(6) 2005, the patient believed that the device/therapy had damaged some nerves and she was looking for a physician to provide a second opinion. On (B)(6) 2005, an MRI was done. During the procedure, the patient was experiencing a warming sensation and did not feel good. Her neurologist told her to have it removed because of the issues she was having. She was on a really high dose and they started lowering it down and she went through withdrawal. Since the pump was explanted, she was having ¿long term effects¿; she had been having a lot of issues such as spine problems, pain issues, and nerve issues. She thought her problems might have been caused by the pump or the baclofen. The device system was delivering baclofen. Further follow-up is being conducted to obtain additional in formation regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2007, product type catheter. (B)(4).